Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was capped and replaced due to loss of capture. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was admitted to the ER with a low heart rate. Loss of capture was reported on this lead. Representative contacted and device reprogrammed with higher outputs. Patient is stable. Home monitoring was consulted to verify no event episodes. Should additional information become available, this file will be updated.